Event description:
It was reported that the procedure was to treat a lesion located in the mildly calcified, mildly tortuous, 90% stenosed mid to proximal left anterior descending artery. The lesion was dilated with a 1.5x20 mm trek balloon catheter, after which the 2.5x38 mm xience xpedition stent was implanted. Post-dilatation was performed with the stent delivery system (sds) balloon. During retraction of the sds, resistance was met with the guide wire as the guide wire lumen had collapsed on the sds. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.